Event description:
It was reported that the patient was being hospitalized. It was also reported that a malfunction of the right ventricular (rv) lead was suspected. The rv lead will be explanted. The patient is a participant in the marc study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).